Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is still folded and does not show any signs of inflation. Judging from the x-ray markers the stent is neither dislodged nor displaced but deformed at its distal end. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to external factors.

Event description:
The orsiro drug-eluting stent system was selected for use. During preparation the orsiro stent dislodged from the balloon outside the patient. The device was never used.